Manufacturer narrative:
Please note that previous medwatch reports for this product were submitted under registration #(B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, any medwatch reports associated with this product will be submitted under registration #(B)(4). Further info will be provided upon manufacturer's investigation.

Event description:
While the nurse was in process of transferring the pt, after she had lifted the pt from the wheelchair, she saw the pt un-clip the sling. The pt fell through the sling back into the wheelchair, tipping the wheelchair backward and hitting his head. No injuries were reported for both the pt and nurse.